Manufacturer narrative:
(B)(4). Manufactured on november 10, 2014 ¿ november 11, 2014. The device was returned for evaluation. A visual inspection revealed a black mark on the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.